Event description:
During operative procedure laryngoscopy & bronchoscopy with ktp laser, surgeon noted handle of laser to be hot. Physician removed laser from patient. Pt suffered burns to inside of cheek & tongue (oral cavity).